Event description:
It was further reported that the leads were capped and a new battery will be implanted soon. The patient was doing well post explant.

Event description:
It was reported that the patient had symptoms of an infection at the pocket site, including raised skin over the stimulator, itching, warm and irritated. These symptoms had been ongoing for 3 months. The patient had reported these symptoms to her physician multiple times with no reply. It was unknown if the patient had been given antibiotics, it was thought the patient may have been, but it was unclear. An explant date was pending. On (B)(6) 2015, the physician had requested an allergy kit and product specifications were sent to the physician. Of note, the stimulator was discharged at the time of the initial report. On (B)(6) 2015, it was reported that the device was explanted that day due to what the physician thought was an allergic reaction. He thought the pocket may have been too tight and rubbed on the patient internally and aggravated it. The physician wanted the patient tested for allergies. Outcome was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that the issue was in the patient's back. An allergy was not confirmed and a partial system explant was done. The implantable neurostimulator was explanted and the leads were left in place. The patient's situation was being addressed by the hcp and the patient was working with an allergist. The hcp reported that the patient continued to have back pain and a lot of itching over the back area. The patient was also experiencing fever and dizziness.